Event description:
It was reported that this pacemaker system was explanted due to infection. The leads connected to this device are non-boston scientific products. No additional adverse patient effects were reported. Further information has been requested regarding product return status.